Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was not returned to olympus for inspection but evaluated by field service, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged cable, no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged cable, which leads to a b30 error (scope communication error) (no image is displayed). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source presented error b30 during inspection for use. There were no reports of patient involvement.